Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, metal piston of the cardiosave intra-aortic balloon pump (iabp) pop-up mount would not rise, unabling to put the monitor on the pump console. There was no patient involvement reported.

Manufacturer narrative:
Initial reporter name- (B)(6). Updated fields: b4, d9,g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer fse was dispatched to the site to evaluate the unit. Customer could not get the pop up mount to come up. This was cosmetic and would not have affected therapy to patient. Fse was able to use a flat head screwdriver to apply upwards pressure and get the pop up to come up. Fse removed the top cover and loosened the mount, and centered and reseated the mount and hardware. Mount now move more smoothly and will go up and down with ease. The machine passes functional, calibration, and safety tests. The machine was returned to service.